Event description:
Customer reportedly received the following results on the compact plus system within 10 mins: 113 mg/dl, 124 mg/dl, 181 mg/dl, 97 mg/dl, and 396 mg/dl. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.